Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) device had high out of range pace impedance measurements, and noise resulting in an inappropriate shock. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.